Manufacturer narrative:
Multiple attempts for clarification of event, and additional information were unsuccessful. Without knowing what component of the device failed, and how it failed, no further investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from maude report mw5096104: patient was receiving dialysis at bedside. Dialysis nurse noticed bleeding from the blue port. When seen the plastic part near the blue port was open. Catheter was then removed. The tip of the catheter was sent for culture. Dressing applied to right chest, no further bleeding.